Manufacturer narrative:
(B)(4). The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while in use an ext high peak alarm and then the ventilator device stopped ventilating. The customer reported no patient harm was associated with this event. The hospital biomed reported evaluating the ventilator device and duplicated the reported event.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The fa group performed a power cycle on in the user mode, which displayed the reported alarm behavior. The gde was then cycled in the service mode. The calibration data was reviewed ,which found the expiratory (exp) pressure transducer and inspiratory (insp) pressure transducer out of tolerance, which would not calibrate. The reported event was duplicated and the root cause was associated with a hardware design issue with the exp and insp transducer. However, these findings have been addressed on CAPA (B)(4). As a precautionary measure the transducer communication alarm assembly was replaced.